Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had low urine output for 14.00 as well as 22.00 on (B)(6) 2024. Registered nurse scanned bladder for patient and machine read out 999+ on several attempts at scanning. Nurse then attempted to irrigate the foley with no success. Was unable to flush or draw back on foley catheter. Foley was removed and replaced with a new catheter and drained 1,950 ml of clear yellow urine with sediment.

Event description:
It was reported that patient had low urine output for 14.00 as well as 22.00 on (B)(6) 2024. Registered nurse scanned bladder for patient and machine read out 999+ on several attempts at scanning. Nurse then attempted to irrigate the foley with no success. Was unable to flush or draw back on foley catheter. Foley was removed and replaced with a new catheter and drained 1,950 ml of clear yellow urine with sediment. Per sample form received on (B)(6) 2024, it was reported that during removal of existing foley and reinsertion of new foley, foley catheter was not draining and bladder scanner showed 999. Foley was unable to be flushed or pulled back on with hand irrigation. Foley replacement drained appropriately. There was impact to the patient due to the use of the device. Device was replaced. Per additional information received via customer on 30apr2024, the customer was referring to time when they reported low urine output for 1400 (2:00 pm) and 2200 (10:00 pm).

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.